Event description:
Complainant from (B)(6) called (B)(6) after reading FDA's warning letter to atrium medical, (B)(4). He believes the firm's prolite 10x14 mesh is responsible for his wife's death. Prolite mesh was used for his wife's hernia repair (B)(6) 2011 at (B)(6) hosp. She was (B)(6) at the time ((B)(6)). Eight months prior to surgery she had a total hysterectomy, and she said her pain after the hernia repair was worse than the hysterectomy. While hospitalized after the hernia repair she developed an infection. Complainant said, "her white blood cell count was off the charts." She also had a fever. Approx a week and a half later the hosp released her. She was on pain medication and always appeared bent over in pain. On (B)(6) 2011 she passed away. Autopsy report indicated it was coronary artery disease from smoking. Atrium's mesh was not mentioned at the time of the incident. Complainant has medical records including atrium's item number and lot code. He also notified atrium approx two weeks ago. Health (B)(6).